Manufacturer narrative:
Additional information: d10, h3, h6. H10: two (2) samples were received for evaluation. A visual inspection was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets leaked due to a disconnection of the minicaps. It was further reported that the minicaps "were too loose." This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.